Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the left ventricular (lv) lead was experiencing a failure to capture. The lv lead was explanted and replaced with an alternate lv lead. The patient's condition was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece measuring 86.2 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found which consistent with procedural damage.